Manufacturer narrative:
Product type accessory product ID# 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was an intermittent no device found message and the recharger failed the t5190 (antenna test temp) test; the recharger was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger (rtm) paddle gets burning hot, call medtronic error code. The reason for call was patient reported "call medtronic" error message came up on recharger while charging implant and the recharger antenna "burnt" patient's back. Patient confirmed that back wasn't physically burnt and said recharger antenna did not cause her harm and she had meant the recharger antenna itself got burning hot (no symptoms reported). During call the "call medtronic" error message wasn't on recharger anymore, message had cleared and recharger itself appeared to be functioning like normal. Patient said that she needed device all the time for pain and with the recharger antenna getting hot she would have to charge implant for a short time and then stop because the recharger antenna would get so hot, this resulted in difficulty charging the implant. Pss had patient reset controller for good measure and patient reported no damage to inside of controller contacts. The issue was not resolved. An email was sent to the repair department to replace the device. Agent emailed repair to send patient a rtm.